Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. No sample was provided for evaluation. Based on the data from the investigation, we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "pt receiving platelets. When assessing bag later, noted that platelet bag still very full and normal saline was emptying. Ns line was clamped while platelet line was open and was still pulling from saline bag. Clamped with scissor clamps and rest of transfusion completed." No injury reported.